Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: report date, device available for evaluation?, date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Complaint sample was evaluated and the reported event was confirmed. As returned, one of two tabs of the lock ring is seized in the lock ring groove of the shell. Damage was seen on both tabs. The ring is also slightly deformed. Dimensional analysis measured are conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This additional information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the acetabular shell would not seat on the liner. There was no patient injury or significant delay in the procedure as a result of the event.